Event description:
The device audible alarm sound is to low. The customer support engineer (co's cse) inspected the device and replaced the audio alarm. The unit passed extended self testing. It is not verified that the alarm is out of spec, and no malfunction may have occurred.